Event description:
Reportedly, the patient presented a right ventricular lead impedance greater than 3000 ohms. After troubleshooting which included x-rays, an intervention was performed. During the intervention a tug test was performed on the right ventricular is-1 connector and the lead was secure. The right ventricular is-1 setscrew was retracted, the lead was removed, examined, reinserted and the setscrew was tightened. During tightening, the torque wrench clicked. The impedance still tested greater than 3000 ohms. The shock lead rv is-1 connector that was capped at the implant (the actual right ventricular lead was the one used before upgrade from pacemaker to ICD device) was now uncapped and inserted in the connector and tightened down. The impedance measured 1400 ohms and the thresholds were high. Both right ventricular is-1 leads were now tested with a psa and found to have normal impedances with thresholds of 0.5v at 0.5 ms. The physician asked for a new ICD. Lead connections were made. The rv is-1 connector from the shock lead was used and the right ventricular lead impedance was normal (490 ohms with thresholds of 0.75 v at 0.5 ms). The subject ICD will be returned for analysis.

Event description:
Reportedly, the patient presented a right ventricular lead impedance greater than 3000 ohms. After troubleshooting which included x-rays, an intervention was performed. During the intervention a tug test was performed on the right ventricular is-1 connector and the lead was secure. The right ventricular is-1 setscrew was retracted, the lead was removed, examined, reinserted and the setscrew was tightened. During tightening, the torque wrench clicked. The impedance still tested greater than 3000 ohms. The shock lead rv is-1 connector that was capped at the implant (the actual right ventricular lead was the one used before upgrade from pacemaker to ICD device) was now uncapped and inserted in the connector and tightened down. The impedance measured 1400 ohms and the thresholds were high. Both right ventricular is-1 leads were now tested with a psa and found to have normal impedances with thresholds of 0.5v at 0.5 ms. The physician asked for a new ICD. Lead connections were made. The rv is-1 connector from the shock lead was used and the right ventricular lead impedance was normal (490 ohms with thresholds of 0.75 v at 0.5 ms). The subject ICD will be returned for analysis.

Event description:
Reportedly, the patient presented a right ventricular lead impedance greater than 3000 ohms. After troubleshooting which included x-rays, an intervention was performed. During the intervention a tug test was performed on the right ventricular is-1 connector and the lead was secure. The right ventricular is-1 setscrew was retracted, the lead was removed, examined, reinserted and the setscrew was tightened. During tightening, the torque wrench clicked. The impedance still tested greater than 3000 ohms. The shock lead rv is-1 connector that was capped at the implant (the actual right ventricular lead was the one used before upgrade from pacemaker to ICD device) was now uncapped and inserted in the connector and tightened down. The impedance measured 1400 ohms and the thresholds were high. Both right ventricular is-1 leads were now tested with a psa and found to have normal impedances with thresholds of 0.5v at 0.5 ms. The physician asked for a new ICD. Lead connections were made. The rv is-1 connector from the shock lead was used and the right ventricular lead impedance was normal (490 ohms with thresholds of 0.75 v at 0.5 ms). The subject ICD will be returned for analysis.

Manufacturer narrative:
As the no patient files was available and as the device was not received at the time of this report, no analysis was possible therefore no conclusion could be provided. The case will be re-opened should any new relevant information be provided in the future and/or the device received.

Event description:
Reportedly, the patient presented a right ventricular lead impedance greater than 3000 ohms. After troubleshooting which included x-rays, an intervention was performed. During the intervention a tug test was performed on the right ventricular is-1 connector and the lead was secure. The right ventricular is-1 setscrew was retracted, the lead was removed, examined, reinserted and the setscrew was tightened. During tightening, the torque wrench clicked. The impedance still tested greater than 3000 ohms. The shock lead rv is-1 connector that was capped at the implant (the actual right ventricular lead was the one used before upgrade from pacemaker to ICD device) was now uncapped and inserted in the connector and tightened down. The impedance measured 1400 ohms and the thresholds were high. Both right ventricular is-1 leads were now tested with a psa and found to have normal impedances with thresholds of 0.5v at 0.5 ms. The physician asked for a new ICD. Lead connections were made. The rv is-1 connector from the shock lead was used and the right ventricular lead impedance was normal (490 ohms with thresholds of 0.75 v at 0.5 ms). The subject ICD will be returned for analysis.

Event description:
Reportedly, the patient presented a right ventricular lead impedance greater than 3000 ohms. After troubleshooting which included x-rays, an intervention was performed. During the intervention a tug test was performed on the right ventricular is-1 connector and the lead was secure. The right ventricular is-1 setscrew was retracted, the lead was removed, examined, reinserted and the setscrew was tightened. During tightening, the torque wrench clicked. The impedance still tested greater than 3000 ohms. The shock lead rv is-1 connector that was capped at the implant (the actual right ventricular lead was the one used before upgrade from pacemaker to ICD device) was now uncapped and inserted in the connector and tightened down. The impedance measured 1400 ohms and the thresholds were high. Both right ventricular is-1 leads were now tested with a psa and found to have normal impedances with thresholds of 0.5v at 0.5 ms. The physician asked for a new ICD. Lead connections were made. The rv is-1 connector from the shock lead was used and the right ventricular lead impedance was normal (490 ohms with thresholds of 0.75 v at 0.5 ms). The subject ICD will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device revealed a manufacturing issue.

Event description:
Reportedly, the patient presented a right ventricular lead impedance greater than 3000 ohms. After troubleshooting which included x-rays, an intervention was performed. During the intervention a tug test was performed on the right ventricular is-1 connector and the lead was secure. The right ventricular is-1 setscrew was retracted, the lead was removed, examined, reinserted and the setscrew was tightened. During tightening, the torque wrench clicked. The impedance still tested greater than 3000 ohms. The shock lead rv is-1 connector that was capped at the implant (the actual right ventricular lead was the one used before upgrade from pacemaker to ICD device) was now uncapped and inserted in the connector and tightened down. The impedance measured 1400 ohms and the thresholds were high. Both right ventricular is-1 leads were now tested with a psa and found to have normal impedances with thresholds of 0.5v at 0.5 ms. The physician asked for a new ICD. Lead connections were made. The rv is-1 connector from the shock lead was used and the right ventricular lead impedance was normal (490 ohms with thresholds of 0.75 v at 0.5 ms). The subject ICD will be returned for analysis.

Manufacturer narrative:
Finally, the device was received for analysis. The case is reopened.